Event description:
It was reported that the procedure was to treat a de novo lesion via radial access in the mid left anterior descending artery with moderate tortuosity, heavy calcification and 90% stenosis. A 2.5x15 rx trek dilatation catheter was advanced with slight resistance due to the calcified lesion and inflated to 14 atmospheres (atm) on the first inflation. However, after the second inflation at 20 atm the balloon ruptured. Reportedly, the dilatation catheter was prepped per the instructions for use. The 2.5x15 rx trek dilatation catheter was withdrawn from the patient anatomy without resistance and a 3.0x15 nc non-abbott dilatation catheter was used for dilatation and a stent was placed to treat the lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. A query of the electronic complaint handling database revealed no other similar incidents for balloon rupture reported from this lot. It should be noted that the trek rapid exchange instructions for use states that the balloon pressure should not exceed the rated burst pressure. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4) - above rated burst pressure. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.